Manufacturer narrative:
Concomitant product: 694758, lead, implanted: (B)(6) 2011; 429688, lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that they were shocked by the cardiac resynchronization therapy defibrillator (crt-d) and the physician was not able to obtain the time and date of the shock from the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.